Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported with biventricular paracorporeal ventricular assist devices. During the manufacturer's routine inquiry for patient status updates, an outcome was received which indicated that on (B)(6) 2014, the patient expired due to an intracranial bleed. The patient had previously been supported with extracorporeal biventricular circulatory support from (B)(6) 2013 until changed to paracorporeal biventricular support. An autopsy was not performed. No further information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A direct correlation between the device and the reported intracranial bleed and subsequent patient outcome could not be determined. No prior events were reported for this patient throughout approximately 1 year on vad support. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the ventricular assist device (vad) system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.